Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by (B)(6), spouse of deceased customer, customer died from diabetic ketoacidosis. Went to bed and did not wake up, died in the house. Caller stated that customer had high blood glucose and was high for several days. Nothing further reported.